Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ black particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side rupture and exchange due to patient's concerns with the product. Healthcare professional later reported "shell of implant was found in 3 pieces." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange due to patient's concerns with the product. Device remains implanted.